Event description:
A simple hernia repair, using gore-tex. The mesh had to be removed due to a life-threatening condition. Have been having constant infections with holes in abdomen. Still having blistering and holes in surgical area. Had a second hernia repair in 2004, using allo-derm. Still having horrible infections due to the first surgery. The allo-derm is still inside of abdomen, but have more hernias and am still having infections. I was a steel worker, but I am now totally disabled and disfigured horribly due to these repairs. Please investigate these two products. Something is wrong with one or both of these products. Other people are also having infections with gree like substance leaking through the holes that refuse to heal. Please help my husband, he is in misery, due to these repairs. He had to wear a pump on his abdomen for months to drain the infection. Dates of use: 2004, less than a month. Diagnosis or reason for use: incisional hernia repair - second time. Event reappeared after reintroduction: yes.